Event description:
It was reported that suture placement was attempted in a heavily calcified right common femoral artery (rcfa) using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the physician felt resistance during needle deployment and only 3 needles were deployed, one needle did not deploy. The missing needle deployed through the skin and only a small portion of the needle was visible through the skin. The physician performed needle back-down to retract the 4 needles into the sheath and then removed the device. A second prostar xl was attempted, which was rotated at a 45 degree angle; however, during deployment also 3 needles deployed and one needle did not emerge at the top of the barrel. Needle back-down was performed and the device was removed. A third prostar xl was successfully deployed and the deployed sutures were set aside to perform the tavi procedure. Information about the initial arteriotomy size was not available but the sheath was upsized to 18 fr to perform the index procedure. After completion of the tavi procedure hemostasis was achieved with the third deployed prostar xl sutures. The physician indicated the cause of the resistance experienced during needle deployment, which led to the needle deployed through the skin for the first prostar xl, and the needle not emerging at the top of the barrel for the second prostar xl was the vessel heavy calcification. Additionally, the physician assumed that he rotated the first device to an angle greater than 45 degrees. This lead to the needle hitting the calcified plaque in the rcfa. There was no adverse patient sequela. The physician is reported as not trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of failure to deploy all the needles was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Reportedly, the operator was not trained in use of the prostar xl device. The instructions for use states: this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. Prior to use, the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - operator not trained. The instructions for use (IFU) under caution states the device should only be used by healthcare professionals who are trained in diagnostic and therapeutic catheterization procedures and who have been trained in the use of this device by an authorized representative of abbott vascular. The safety and effectiveness of the prostar xl device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The second prostar xl is being filed under a separate medwatch report number.